Event description:
It was reported by the customer that a pyxis medbank system drawer was offline. The customer stated that the unable logon to issue potassium chloride ER 10meq cap medication to patient. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was offline and unable to issue medication. A technical support specialist assisted with customer restarting the cabinet using the power switch to resolve this issue. However, no information has been provided regarding this event the system functioned as intended technical support specialist troubleshooted the device.